Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and a blood glucose (bg) level of 600 mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline and was discharged on (B)(6) 2025 with no permanent damage. It was reported that the pump touch screen was missing pixels. Reportedly, the customer continued to use the pump for insulin therapy.